Event description:
A patient was having procedure for placement of intrathecal catheter and placement of right upper quadrant programmable pump for delivery of baclofen. Findings: marked difficulty in being able to obtain a good flow of spinal fluid as viewed by c-arm through the percutaneous approach to the thecal sac, requiring a laminotomy and direct approach into the dura to obtain access, good flow, and drainage of the spinal fluid.